Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump error was present in the pump trace download due to broken trace on keypad assembly. Toggled on, off and increased, decreased volume with the audio feature functioning properly. No audio, vibrate, absence of alarm anomalies noted during testing. Insulin pump received with pillowing keypad overlay, scratched, peeling keypad overlay texture, scratched display window cover, faded, stained, peeling serial number label, peeling/fading end cap address label and scratched case.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. The customer stated they were able to clear the alarm and able to complete rewind process. Customer performed self test and it was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.